Event description:
A difficulty in filling or aspirating the reservoir was reported. The patient's physician expected to get 5.7 ml out of the reservoir, but was only able to get a few drops. When she had tried to fill the pump, "it felt like the reservoir valve had been activated". Troubleshooting indicated that it was possible the wrong reservoir volume was entered at implant. The patient had been hospitalized three times since the pump was implanted. It was also noted that the patient had had multiple urinary tract infections and sepsis, though it was not clear that they were related to the event. The medication used within the system was lioresal. No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).